Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a routine follow up. The lead exhibited increased impedance and unacceptable thresholds. The pacing vector was changed from bipolar to unipolar mode and the patient would continue to be monitored.